Event description:
Upon deployment in an emergent clinical situation in the operating room, neither chamber would produce sufficient pressure to rapidly infuse blood products under pressure. After the event, the device was sequestered and examined by our biomed department. The tubing for the pressurization of the chambers had come loose from its origin inside the base of the machine. The tubing was re-attached and the portal through which it is routed on the base of the device, was reinforced. In addition, the tubing was routed along the stand for the device thus eliminating the loop of tubing that extends out from the machine and may have become caught on something else which likely led to its coming loose.